Event description:
The following information was reported: when they completed the deployment, there was immediate arterial bleeding, manual compression was held for under 30 minutes. There were no further complications noted and the patient did fine. The device used was a mynxgrip vascular closure device, however, it is unknown if it was a 5f or 6f/7f. The date of the event is unknown. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: di and pi numbers are unknown as the part number and lot number were not provided.